Manufacturer narrative:
No has been returned as no product malfunction has been alleged. No root cause can be identified at this time. Product not returned.

Event description:
Around (B)(6) 2019 a patient underwent a spinal procedure. As per reporter on (B)(6) 2019 during a follow up visit it was identified patient's left side incision developed redness and chronic inflammation in the form of a granuloma. Patient underwent a revision procedure.